Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the distal conductor was fractured and stretched. The defibrillator conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient presented to the emergency room after the patient alert triggered. A lead fracture was suspected. The lead remains in use. It was further reported that the lead was explanted and a lead fracture was confirmed. Per the physician, the fracture occurred in the pocket where the extra lead was wound. The fracture was proximal to the suture sleeve where there was an angled bend. No patient complications have been reported as a result of this event.

Event description:
The patient presented to the emergency room after the patient alert triggered. A lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.